Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "bad keypad," which was reproduced. The device evaluation confirmed the (.) Key, #5, #6, #7, #8 and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed 1(.) Will be displayed. When in alphabetic mode and the "abc" key is selected, the a will be displayed along with a second audio response without interfering with mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a "bad keypad." It was also reported there was no patient involvement.